Event description:
Complainant reported that upon withdrawing the 3.5f beta-rail catheter from the patient, it got caught on the guide catheter and was difficult to remove. Once the catheter was removed, it was inspected and the guidewire exit port appeared to be raised. The treatment was successfully completed with no patient adverse event noted.